Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this right atrial lead was explanted and replaced due to dislodgement. Reportedly, the lead also exhibited intermittent capture at high capture thresholds. The product was returned for analysis. No additional adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than electro-cautery damage in the outer insulation, likely caused by explant damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement, failure to capture and high capture threshold.

Event description:
It was reported that this right atrial lead was explanted and replaced due to dislodgement. Reportedly, the lead also exhibited intermittent capture at high capture thresholds. The product was returned for analysis. No additional adverse patient effects.